Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and missing plastic. The disengaged plastic was not returned. The reported condition was confirmed. The investigation found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the insulation of the device was melting off of the device. The insulation eventually fell apart. Part of the device completely disengaged and fell into the patient's cavity, but was retrieved. Another device was opened. There was no patient injury.